Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is currently no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to patient breach in aseptic technique, as reported by the pd nurse.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that they were diagnosed with peritonitis. In additional follow-up with the patient¿s pd nurse, it was reported that on (B)(6) 2026 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (the same day) which revealed an elevated white blood cell (wbc) count (result not provided) and growth of gram-positive cocci (species not provided). The patient was diagnosed with peritonitis. However, the nurse stated the patient could not receive intra-peritoneal (ip) antibiotic therapy due to a concomitant pd catheter (not a fresenius product) malfunction. As a result, on (B)(6) 2026, the patient was hospitalized for evaluation of the pd catheter and for intravenous (IV) antibiotic therapy (details are unknown). The patient remained in the hospital at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or other issues with their fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to a patient breach in aseptic technique.